Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in canada. It was reported that the patient faced device malfunction event, as the insertion device did not deploy properly, on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.